Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter splitting. The following information was provided by the initial reporter: writer inserted #24 IV into pt's left wrist. IV catheter split inside pt's vain upon IV insertion. IV catheter safely removed from pt put visible split noticed with plastic cannula. Needle intact. Small hematoma occurred at site of insertion after. Writer held pressure to site. Pt education provided.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter splitting. The following information was provided by the initial reporter: writer inserted #24 IV into pt's left wrist. IV catheter split inside pt's vain upon IV insertion. IV catheter safely removed from pt put visible split noticed with plastic cannula. Needle intact. Small hematoma occurred at site of insertion after. Writer held pressure to site. Pt education provided